Manufacturer narrative:
A visual inspection revealed that the main board component u302 was damaged and burned. The main board was replaced to correct the problem that was identified during service of the ventilator.

Event description:
It was originally reported that the ventilator's pigtail was damaged. The carefusion service tech found the main board had a burned component. This is unrelated to the original reported problem from the customer.